Event description:
It was reported the patient experienced pain at the ipg site. The patient reported when she leaned back or put pressure on the ipg, she had leg pain due to the ipg pressing on her sciatic nerve. Subsequently, the patient underwent surgical intervention and te physician moved the ipg to a new location. Additionally, the ipg was replaced at the physician's discretion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.